Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient experienced ineffective therapy since implant. Surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00417. Related manufacturer reference number: 3006705815-2020-00419. It was reported that patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place to address the issue.